Event description:
It was reported that, during implant, the setscrew on the implantable cardiac defibrillator would "not perform correctly." The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. No anomalies were found.